Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that the filter leaked in the nicu, however, it was stated that the filter was dry. There was no report of patient harm.

Event description:
The customer reported that the filter leaked in the nicu, however, it was stated that the filter was dry. There was no report of patient harm.

Manufacturer narrative:
Additional information provided. The customer¿s report that the filter leaked was not confirmed. Visual inspection of the set observed no obvious damages or issues. Functional and pressure testing resulted in no leaking. The root cause was not identified.